Manufacturer narrative:
It was reported that the cardiosave intra-aortic ballon pump (iabp) had missing cable adopter. Getinge field service engineer (fse) spoke with customer whom was requesting a replacement bp transducer adapter cable and advised customer placed an order for cable via hospitals supply chain. Customer also advised cardiosave is fully functional and an on site visit by service is not needed. Advised customer to contact getinge with any additional service needs. The issue was resolved through phone call. There was no patient involvement. H3 other text : issue resolved over phone call.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a missing cable adaptor. The event occurred prior to use, there was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).